Event description:
Customer reported the system takes a long time to boot up and is displaying an x-rays disabled message. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the backplane, 2 12v power supplies, the gib and ffb boards, and the rtos and gpos singleboard computers. System operates as intended.